Manufacturer narrative:
(B)(4). Concomitant medical products-femoral stem catalog#:unk lot#:unk; unknown acetabular shell; unknown liner. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017 -06998.

Event description:
It is reported that the patient underwent a total hip arthroplasty on an unknown date. Legal counsel further reports patient experienced a adverse event that was related to corrosion. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.